Manufacturer narrative:
The thermogard xp ivtm system was not returned to zoll for evaluation. The evaluation was performed by zoll service personnel at the customer's site. The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message was confirmed during the event log review but not confirmed during the functional testing. The air filter was cleaned and the wire harness of the cooling engine was reconnected to remedy the problem. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the initial functional test without any error or fault. The event log review showed the occurrence of tcmid:02 (ce danfoss error) error message on the reported complaint date. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient treatment, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message. Patient ivtm therapy continuned using another thermogard xp system. No known impact or consequence to the patient.